Manufacturer narrative:
Investigation summary: bd received 3 samples for investigation. The three returned samples were subjected to functional tests and showed no evidence of a clog; however, all exhibited leakage from a hole in the tubing. Additionally, functional tests were performed on 30 retained samples, and all passed, exhibiting no signs of damage, leakage, holes in the tubing, or clogs during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged(hole in tubing). This complaint has not been confirmed for the indicated failure mode: clog . No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was a blockage at the base of the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there was a blockage at the base of the needle. No adverse impact was reported regarding the patient or user.